Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. The device was returned and evaluated. No issue were identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2 marked in error. The device was returned to service where the complaint was not confirmed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high definition monitor had intermittent power off. The issue was found during preparation for use. The diagnostic procedure was completed with a similar device. There was no delay to treatment. There were no reports of patient harm.